Event description:
It was reported to medtronic minimed that the customer reported the pump with internal noises and more in the rewind process. The customer reported the blood glucose value of 245 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the pump rattles while the reservoir was inside of the pump. No harm requiring medical intervention was reported. The product was returned for the analysis mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed all the required testing. Customer alleged for rattling anomaly (internal noises and more in the rewind process) was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.